Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized and given antibiotics for an infection. It was noted that the patient had a history of infections. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event and the patient is currently using their device with effective pain relief.